Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she could not seem to operate the patient programmer properly and she was seeing poor communication and low programmer battery screen. The patient did not have any aaa batteries on hand and would call back to troubleshoot. Additionally, the patient reported .75 was her current setting and if she increased to .80 she felt stimulation down her groin and down her leg since implant (B)(6) 2018. It was also stated she could feel uncomfortable stimulation in her toes at times since implant. She stated she had only been on program 4 and she did not feel stimulation all the time at .75. No further complications were reported or are anticipated.